Event description:
It was reported that the customer experienced a low blood glucose of 44 mg/dl. Cause was not known. Customer consumed juice to address the blood glucose and continued to use the pump for insulin therapy.